Event description:
A distributor in (B)(4) reported that an mr290 vented autofeed humidification chamber was broken. This was found prior to use.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was returned with the rt225 breathing circuit kit. The returned devices were visually inspected. Results: the visual inspection revealed the dome of the complaint chamber to be cracked in several places and split next to one port. All cracks showed evidence of stressmarks. The base of the chamber was found to be pushed inwards with several small dents. A leg of the secondary float was also found to be bent sideways. No damage was found with all other parts of the rt225 breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: as the chamber showed signs of impact damage of significant force, it is most likely that the chamber cracked from impact damage after it was removed from the breathing circuit kit as all other remaining devices in the breathing circuit kit were not damaged. Every mr290 chamber is pressure tested to 200cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290 chambers state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).